Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: on the third firing when the knife stopped, was any part of the target tissue cut? --- yes. What was the appearance of the deployed staples that were malformed (irregular in shape or legs straight)? --- no information.

Event description:
It was reported that during a semi-open anterior resection, some staples of the proximal end were deployed and then, the knife stopped on the way of the third firing on the colon. The knife was returned to home position with the knife reverse switch. The deployed staples were malformed. Before the event, the device was used on the rectum at the first and the second firings. After that, the intestine was pulled out from the patient and the device intended to be fired on the sigmoid colon of the oral side and then, the event occurred. All cartridges were gold. A 55 mm linear cutter was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with an ecr45d cartridge loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.